Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital due to hematuria for 5 days. On (B)(6) 2022, the emergency department underwent cystoscopic blood clot removal under combined spinal-epidural anesthesia. After the operation, a urinary foley catheter was indwelled and the bladder irrigation was continued. On (B)(6) 2022 at 11.00 am, the catheter fell out and the balloon was found to be ruptured. Preliminary disposition was mentioned as on (B)(6) 2022 at 11.10 am, catheterization was performed again. The catheter was indwelled and the bladder irrigation was performed. Device failure performance was mentioned as catheter balloon rupture and the injury performance was mentioned as catheter balloon rupture resulted in secondary intubation and caused pain to the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by ¿ radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy." The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital due to hematuria for 5 days. On 05aug2022, the emergency department underwent cystoscopic blood clot removal under combined spinal-epidural anesthesia. After the operation, a urinary foley catheter was indwelled and the bladder irrigation was continued. On 06aug2022 at 11.00 am, the catheter fell out and the balloon was found to be ruptured. Preliminary disposition was mentioned as on 06aug2022 at 11.10 am, catheterization was performed again. The catheter was indwelled and the bladder irrigation was performed. Device failure performance was mentioned as catheter balloon rupture and the injury performance was mentioned as catheter balloon rupture resulted in secondary intubation and caused pain to the patient. No medical intervention was reported. Per follow up information received via ibc on 29aug2022, it was stated that no missing pieces of balloon were found inside the patient and there were no failures in the secondary catheter.